Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: oct. 29, 2018. The manufacturer¿s field service engineer (fse) attempted calibrating the touchscreen but it was still not working properly. The manufacturer¿s field service engineer (fse) replaced the touchscreen and calibrated it. The device is ready for clinical use.

Event description:
The caller reported that the touchscreen was not responding correctly. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 24jan2019. Date rec'd by MFR: 23jan2019. Failure analysis in on the returned touch screen shows that the customer complaint of ¿touchscreen calibration failure¿ was duplicated. Cleaning the touchscreen resolved the reported problem. Although the touchscreen resistances were out of specification, this did not contribute to this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.